Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. During the procedure, the right ventricular (rv) lead was dislodged and failed to capture at lower output. Chest x-ray confirmed the dislodgement of the rv lead. The rv lead was explanted and replaced. The patient was in stable condition.